Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "customer is experiencing connector loosing or disconnecting from infusion set with y-injection site and medigen¿ needleless injection cap, 20 gauge x .75."